Manufacturer narrative:
Stryker evaluated the customer¿s device but was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that they were unable to make a connection from the their device to the defibrillation electrodes. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use reported for this event.